Event description:
Healthcare professional reported pt "not tolerating fluids or solids, partial defill, one day later - complete defill - no improvement - did not improve slightly, but worsened six days after that seen by surgeon at hosp. Large band slippage noted - repositioned two days later." F/u findings: clarification by the facility of the question of toleration of fluids and solids, they responded, "over time it did not get any better, got worse."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage and intolerance are surgical /physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stomal-outlet obstruction that does not respond to band deflation or if there is abdominal pain."